Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with dried contrast in the balloon and inner lumen. The tip, balloon, markerbands, proximal weld and inner/outer shaft were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material located 8 mm distal from the proximal markerband. Inspection of the remainder of the device found on other damage or irregularities.